Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited an alarm, continuous beep. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that tamper seals were not broken or missing upon receipt, both corners of the top case were cracked and chipped. Error codes could not be retrieved from the ehl (event history log). The customer reported issue was duplicated during the investigation as the device powered up with constant alarm and blank screen. Root cause of the reported issue is unknown and could not be determined, but the main board does not operate as intended. Replaced the main board, performed preventive maintenance and all functional testing. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not be.en in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.